Manufacturer narrative:
Upon receipt of the sample, and the completed investigation, a follow up report will be submitted. Recall initiated on 11/07/2013 reference report number: 1219977-10/24/13-005-r.

Event description:
Received report that the autotransfuser port/tubing is disconnecting and/or leaking fluid unexpectedly.